Event description:
As reported by the user facility (translation of user facility info by (B)(6)): overinfusion. Device is programmed to 500 iu/hour in 250 ml. Flow 5 ml/hour. One hour after, device increases to 800 iu/hour. The infusion ended before. Used medicine: heparin 25.000 ui.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The device is currently on shipping from (B)(4) to (B)(4) for investigation. A f/u report will be provided after the inspection results are available.